Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2018. The patient presented esophageal varices. The nurse set up the speedband device with the gastroscope and the physician inserted the scope into the patient's esophagus, performed suctioned and deployed the first band; however, the band did not tighten in the varix and slip inside the cap. Another attempt was made to release the second and third bands but the same thing happened. There was no intervention performed subsequent to the bleeding, and procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap and the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found four bands present. Two bands were partially deployed from the ligator head but got tangled with the suture inside the ligator head. It was noticed that the ligator head teeth were bent. The suture was intact and attached to the trip wire loop. Further examination of the trip wire found bent in several locations and was cut with a sharp tool, the cut ends were inspected in magnified visual system. The trip wire was secured in the handle assembly when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, which could have contributed with the reported issues. Also, the trip wire appears to have been cut with a sharp tool and this condition is not considered as an issue of the device. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2018. The patient presented esophageal varices. The nurse set up the speedband device with the gastroscope and the physician inserted the scope into the patient's esophagus, performed suctioned and deployed the first band; however, the band did not tighten in the varix and slip inside the cap. Another attempt was made to release the second and third bands but the same thing happened. There was no intervention performed subsequent to the bleeding, and procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.